Manufacturer narrative:
The philips field service engineer (fse) went onsite to inspect the mms locks. The assigned fse stated that he found the blue clip to be damaged. In effect, the mms was not properly locked to the mp50. The snap lock was so frail, it had a ¿potato chip¿ effect, where a simple poke with a small screw driver would damage the lock. The problem was solved by replacement of IV-mp50 snap lock. The repaired product remains at the customer site. The cause of the damaged latch was not determined. Continued use of a broken device and/or accessories is not recommended. Device labeling (instructions for use) under maintenance describes inspecting the devices and not using them if there are any signs of damage.

Event description:
The customer reported that the "blue clip (hold mms) is broken off; the mms came out and hit an employee". The customer reported the mms lock "fractured" and dropped the mms on a staff member, who shielded a patient from injury. The device was used for monitoring at the time of the alleged malfunction. The nature of the injury isn't known, there was no further information about the user's condition provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "blue clip (hold mms) is broken off; the mms came out and hit an employee". The customer reported the mms lock "fractured" and dropped the mms on a staff member, who shielded a patient from injury. The nature of the injury isn't known, but the staff member filed a work injury report.